Event description:
Caller reported a cartridge alarm occurred during pumping. There was no adverse impact to the customer's blood glucose level. Tandem technical support decided to replace the pump, and the customer was informed that a replacement pump with updated software would be sent. They were also provided with instructions for returning the faulty pump and were advised on steps to follow upon receiving the new pump, which the caller understood and acknowledged.